Manufacturer narrative:
The device was returned in two pieces. The returned part was examined with magnification. Observed phenomena included: surface discoloration and wear the device exhibited brown surface discoloration/corrosion/water staining on several surfaces, including within the drive features. Heavy discoloration extended into the threaded region of the slider. Light to moderate scratching/indentation wear was present in the drive features. The slider portion of this guide had broken into two pieces: one detached fragment consisted of the furthest portion of the slider with the hook, while the other, larger fragment remained attached to the overall device assembly. This break occurred across the 1st thread as measured from the hook. The fracture planes on both fragments cut across the 1st thread, bisecting it into two flat planes with no notable necking or ductility; the surfaces of the break face were lightly textured. The plane appeared to be perpendicular with edges of the device. Noted aspects of both fracture planes indicated that failure likely occurred in a brittle manner. This slider experiences loading as a result of the user torquing a contour screw that compresses the guide and plate onto bone. Lppg breakage may occur if the user attempts to compress the guide using power unit modes other than the "compress" mode. However; due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the guide was being removed and when passed to the mayo stand, it was noted the compression hook shaft had broken. The broken piece was found trapped just below the plate position in the pleural space. The remaining three guides were used to complete the procedure. It was reported there were no adverse consequences to the patient, and this issue resulted in a 15 minute delay in procedure.